Event description:
It was reported that the pump exhibited a flange sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. Check syringe flange sensor error found in pump event history log. During functional testing the flange sensor error was found during the syringe test. The optocoupler did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced optocoupler and performed syringe test and all functional tests which passed.